Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found that the needle had not deployed as intended. The patient's blood glucose (bg) values reached 350 mg/dl. The pod was worn between 1 and 4 hours and then removed it. The pod is leaking.

Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 323 pulses and was deactivated. The formed needle was incorrectly installed in the bottom housing, causing it to deploy into the bottom housing; this prevented the needle mechanism from deploying. Inspection of the fluid path found no evidence that would result in a failure of the device to deliver insulin. A leak test found no leaks or tears in the soft cannula. No other damages were observed during the investigation.